Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm does not sound, especially when the cycle ends. It was noted that the device did visually alarm as expected. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.